Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports red rash like hives under the mass and all over her body within 24 hours wear time. She said she did experience itching from these hives. She stopped using the pouch and started taking benadryl at which time the hives resolved within approximately 24 hours. She no longer has any hives or red rash like area. She saw her doctor who recommended she take benadryl; over the counter.